Event description:
It was reported that the pump had a force sensor error. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found device to be in good condition without any physical damage. There was no evidence of the error or reported problem recorded in event history log. Customer reported problem was not duplicated during the investigation as the reading of the force sensor was within the required specs. Corrective action was to replace force sensor as preventive measure. The root cause of the reported problem was unknown. A manufacturing DHR (device history record) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: d4: model number: 3500; h4: mfg. Date. 17-nov-2005.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 02-jun-2022 via email and attached to complaint object: date of the event updated from unknown to 27-oct-2021. Additional information is unknown or unavailable.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Correction: a review of the event history log identified force sensor bridge test, corrected data: h10, h6-conclusion code.